Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. On the reported event date, alarms for expiratory minute volume low and etco2 high was generated as well as alarms for patient circuit disconnected. The alarm generation is an indication of a leakage in the patient circuit. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to leakage in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the patient was not ventilated. There was no patient harm. Manufacturer's ref #: (B)(4).